Event description:
Dealer states he turns the joystick on, then pushes the joystick, and everything turns off. He replaced the joystick, and the same problem still existed. He measured voltage and nothing changed when pushing the joystick. Dealer thinks the problem is in the controller. Our tech has never heard of this problem.